Event description:
Activation wire pn 216-0306, logic activation wire 72 mm, was implanted in a (B)(6) year old male, on (B)(6) 2013. The doctor discovered that the wire was broken. The wire was explanted on (B)(6) 2013 and no additional wires were implanted. Note: during the pre-op work on (B)(6) before initial implantation, one activation wire pn 216-0306 broke and was not implanted. On (B)(6) 2013, during the pre-op work, two pn 216-0302, logic activation wire 62 mm broke and were not implanted.

Manufacturer narrative:
The four activation wires were broken off at the tip including the explanted pn 216-0306 wire. Based on information received from the territory manager, the seven year old patient had a tracheotomy in his throat to help him breathe and the parents manipulated the activation wire by pushing down on them. The distractor was not held in place causing the wires to break. According to the IFU, the wires can break or be damaged due to excessive activity or trauma. There were no other complaints regarding pn 216-0306 breaking in the past year. There was one complaint for pn 216-0302 breaking which was contributed to the doctor not following the IFU. Based on the information provided by the territory manager, it is probable that the wire broke because it was not used as indicated in the IFU although the exact root cause could not be determined.